Manufacturer narrative:
The reason for this revision surgery was identified as instability after 8.25 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. Ncmr 21009 showed 20 parts (part number: 52001242) written up due to an oversized feature, the parts were accepted with the justification "all the cavities are .0002" undersize (.0270" actual vs. .0272" minimum diameter specification), and the wire diameter specification is .030" +/- .005". A fit check, and discussion with clean room people who performed the assembly, showed the fit would be acceptable." Ncmr 21146 showed 22 parts (part number: 52001012-12) written up for not meeting material specification (ms) ms#10, 21 of the parts were accepted with the justification "there is no significant depth to the minor scratches on the fins. As a result, there is no impact to the fit, form, or function. Marketing accepts the minor surface finish discrepancies, but wants to ensure future lots are held to a higher visual standard." And one part returned to the vendor. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the instability was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: due to the surgeon converting from a primary to a reverse shoulder prosthesis (rsp).